Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s friend/family member reporting that the patient was seeing a call your doctor screen 574 code. Information regarding the error code was reviewed, stating that no programmed parameters had been detected. It was reported that the ins had been previously been programmed. The caller stated that the patient had reprogramming done ¿a few weeks ago, they stated it was the 13th of november¿. The caller stated that they were ¿playing with it last night and stated it must have been something that they did¿. They were redirected to follow-up with their hcp to have the ins checked. No symptoms were reported. The event occurred on 2018-11-27. Additional information was received from the rep the next day, reiterating the report of the 574 code seen on the patient¿s programmer. The rep stated that the patient had been seeing a code on the patient programmer when they were trying to increase the intensity and today in the office the rep stated that they saw the ¿invalid settings detected will be cleared (18, 1) on the clinician programmer. During the call, the rep hit ok and entered the programming session which showed the ins was off and there were no programs in the ins. The rep then ended the clinician programmer session and read the ins with the patient programmer and the 574 message appeared. The patient confirmed that this was what they had been seeing. The rep stated that the patient was reprogrammed on 2018-nov-13. While on the call, the caller reviewed the session report from that reprogramming and it showed that group and electrode impedances were run and the patient went home with group a with two programs. The rep confirmed that the patient did have a pump, but they don¿t have a programmer as they were flex dosing. The rep provided that the battery voltage today was 2.915v. The rep was able to enter normal programming session, but did not stay on the phone to reprogram the patient and confirm that the 574 screen had resolved. T echnical services reviewed that the 574 error loss of programming and speculated that the issue potentially may have occurred due to the patient only having one group and the patient becoming unbound from the ins somehow. From this speculation technical services suggested programming the patient with two groups in attempts to prevent the issue from occurring in the future. Additional information was received from the rep later the same day mentioned that they had called in earlier to technical support for the patient because they were having another issue where their programs were completely wiped from their battery and they had to reprogram from scratch. The also clarified that their was not a battery longevity concern/dissatisfaction. The cause of the ins turning off/the patient having a lot of pain was not determined, but the rep stated that the patient had an ultrasound and stated that maybe that turned the device off. Actions taken to resolve the reported issue was the patient was re-educated on how to check their device to make sure it was on. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative, regarding patient's neurostimulator (ins) that was implanted for non-malignant pain. It was reported that a month ago patient had reprogramming session and had great therapy for three days, then after 3 days she had a lot of pain. When patient came in today the rep noticed that the ins was off. Patient said she did not use her patient programmer. It was considered a sudden change in therapy/symptoms. Additionally, the following information was noted: 579 ohms 140pw 10hz 5.3v, 39 months - it was explained to rep that the longevity calculation is from date of implant. There was no way to know how much longer ins will last. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were able to reprogram the patient¿s battery. The rep reported that the exact cause of the lost programs, 574 screen and the invalid settings detected will be cleared screen wasn¿t determined. The rep reported that they combined group a programs 1 and 2 in case the additional program caused the program to be cleared. No further complications were reported.